Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with high ion cocr levels and some pain. Upon surgery there were virtually no abductors left. There was black residue on the trunnion and inside the ball. He constrained the joint with a 32 54 constrained liner. Trunnionosis was his diagnosis. Hip was done in 2012 but we had no op note or implant log. Doi: 2012, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.